Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated and the probable root cause would be due to the downstream occlusion (dso) seal was detached. The dso seal was replaced.

Event description:
It was reported that the device does not work. There was no reported patient involvement.